Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly which resulted in multiple intermittent pump shutdowns. The customer¿s blood glucose was between 120-400 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.